Event description:
It was reported patient underwent left open reduction and internal fixation distal radius procedure on (B)(6) 2013. Subsequently, post operative radiographs found one of the pegs backed out. A revision procedure was performed on (B)(6) 2013 to remove all implanted products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.